Manufacturer narrative:
During the on site investigation, the field engineer was unable to duplicate the shutter error message, and found no problems with the shutter. This error could happen if the foot pedal is not completely pressed during a procedure. (B) (4). (B) (4). (B) (4).

Event description:
Serious injury: incomplete procedure; residual astigmatism. Malfunction: shutter error; laser not firing; communication error between laptop and laser. A nurse reports a shutter error message when the laptop computer indicated 100% of the treatment was completed. The surgeon was not sure if the procedure was truly completed when the shutter error message occurred. The field engineer was at the site and confirmed the surgery was only 70% complete. The customer also told the field engineer the computer and the laser froze during this incident which required rebooting the system. During follow up, the reporter stated after investigating the log file and the shutter, the conclusion is there was no shutter error. The surgery stopped because the surgeon lifted his foot from the laser pedal. There was no harm to the patient and the results were as expected. The patient is happy about the surgery, post-op measurements show a small amount of cylinder left. Additional information has been requested.